Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an adhesive failure event on 24-feb-2026, as the infuion set tape fell off after taking a shower. No further information available.